Event description:
The lay user/pt contacted lfs alleging that the meter reverted to the set up mode. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt also alleged that they were also having an issue with setting up the code number on the meter. The meter is not a new product (out of box). The pt denied any meter trauma. The meter was replaced. The complaint is being reported since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.